Event description:
It was reported that the patient¿s right atrial (ra) lead dislodged the day after implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: mcs-p3-31-aoa-us transcatheter valve, implanted: (B)(6) 2014. (B)(4).